Event description:
Main arterial centrifugal pump head quit flowing for 1 1/2 mins during coronary bypass surgery. Head changed and surgery completed without further incident. Estimated blood loss 200cc.